Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the anterior chamber was unstable during phacoemulsification because the vacuum pressure didn't reach the level required. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt.